Event description:
It was reported that the customer passed away due to diabetes and cancer. The customer's blood glucose levels were greater than 600 mg/dl. It was stated that the customer was not wearing the insulin pump at the time of death, but it was unknown how long she had been off the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.